Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that upon pod activation the needle did not properly deploy into the skin and was also found to be bent. Upon inspection, the cannula did not deploy and the pink slide did not move forward, indicating a needle mechanism failure occurred. The pod has been discarded.